Manufacturer narrative:
On (B)(6) 2024, the femoral sheath was a terumo sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a stroke. The patient required thrombectomy. However, the patient died. After the procedure, in the recovery room, the patient showed signs of a stroke. Patient was sent for a scan where embolic stroke was confirmed. The physician's opinion on the cause of this adverse event was most likely the patient's condition. It was reported that there was thrombus/clot in the femoral sheath. There were no issues with flow rate change at the start of ablation. After a scan, the patient was transferred for thrombectomy, however, patient died after unsuccessful thrombectomy.

Manufacturer narrative:
On 27-dec-2024, bwi received additional information indicating that the vizigo sheath is not the one that has a clot in it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).